Event description:
Further follow-up with the surgeon's office revealed that surgeon did not have much more information beyond that there was no evidence of an infection. The patient was instructed to continue with oral antibiotics and was referred to infectious disease for follow up to confirm that there was no infection. There was no documentation of any manipulation.

Event description:
Follow up with the surgeon's office revealed that it was not believed that there was an infection at the generator site.

Event description:
It was reported by the patient's mother that the patient had redness, swelling, and warmth around the generator site. The patient was taken to the ER, where he was prescribed antibiotics. It was stated that an infection was not expected as the patient had been implanted two years prior. The patient's mother stated that the patient had not manipulated the generator and that the swelling has gotten worse. No additional relevant information has been received to date.